Event description:
On (B)(6) 2013, the psychiatrist reported that he was having trouble interrogating the patient that morning. The psychiatrist was unclear on what message he saw as the patient was no longer in the office and he was no longer seeing the message. He stated that the patient is still feeling stimulation, but she was implanted in 2007. The patient's settings were provided as output current = 2ma, frequency = 30 hz, pulsewidth = 500 microseconds, on time = 30 seconds, off time = 3 minutes. The psychiatrist checked the wand battery, but the green power light did not come on. It was stated that the wand battery would need to be replaced and another attempt should be made to interrogate the patient; however, the psychiatrist stated that he did not have another 9v battery with him and he believed the patient was going out of town so he did not know when she was next available. He then stated that he would call back if the programming system was not working again. Attempts were made for additional information; however, they were unsuccessful. The psychiatrist called back to question how the patient could get coverage for a battery replacement when necessary as the patient has been implanted for about 6 - 7 years. No other information was provided.

Event description:
Additional information was received that the wand issues resolved when the 9 volt battery was replaced and there have been no additional issues. The patient was seen again and her device was interrogated successfully. Diagnostics showed everything was ok. No other information was provided.

Manufacturer narrative:
Age at time of event, date of birth, corrected data: previously submitted MDR indicated this information for the incorrect individual. This report is being submitted to correct this data. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Implant date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Attempts for product information of the suspect medical device have been unsuccessful due to hospital policy.